Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the atrial channel as well as intermittent high out-of-range impedances on the right atrial (ra) lead. Attempts to recreate the noise or high impedances were unsuccessful. The minute ventilation sensor was programmed off and the device remains in service. The patient is not pacemaker dependent and there were no adverse patient effects.